Manufacturer narrative:
This device model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-00275. It was reported the pt (B)(6) experiences heating at the ipg pocket when recharging. The reported discomfort can be felt after approx 30 minutes of charging. The pt reportedly utilizes a barrier between her skin and the charging wand if the sensation becomes too uncomfortable.